Event description:
Customer reported that he had high blood glucose of over 400 mg/dl because his insulin pump is not delivering the right amounts of insulin. Customer stated that he verified the bolus history and found inaccurate bolus history some of the boluses were missing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.